Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was experiencing exam loading issues. They requested guidance trying to merge an mr with 3 scans that were not to protocol. Mr was 356 slices and the other 3 exams were reported as having around 6 mm spacing and thickness and very few slices. This was reported before the patient was present. Site was informed that they would not be able to merge with the 3 exams that were not to protocol. Site decided to use the 365 slice mr only and stated that the system was running slow due to the number of slices. After a soft reboot of the software, user was able to adjust the 3d model to sufficient levels. There was no patient present.